Event description:
A doctor alleged that within minutes after being placed with nx3 dual cure cement, a patient's zirconia crown debonded while flossing the restoration.

Manufacturer narrative:
During the same visit, the doctor removed the excess cement from the patient's tooth and re-cemented the crown with a different product, without further incident. To date, the patient is doing fine. The returned product was evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigation results suggest that this is an isolated incident that occurred as a result of a user/technique related issue, and was not due to a product failure.